Manufacturer narrative:
Gtin: unknown a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
Lumbar fusion revision on (B)(6) 2017. Removal l4/iliac matrix/expedium construct due to infection. All components were removed. Patient underwent primary surgery in 2014. Case is linked to (B)(4) - synthes case to capture matrix revision.